Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was malfunctioning. The nature of the malfunction was not specified. The customer was advised to return the epg for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: the complaint could not be confirmed. The device passed all incoming tests. Bails and bail covers were found to be missing, and were replaced. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) 2018 the epg was returned for service.